Event description:
It was reported that this patient experienced multiple episodes of syncope due to an alleged fracture of this lead. The device was reprogrammed to a non sensing mode and a possible revision was planned. No additional adverse patient effects were reported. This lead remains implanted.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the impact code.

Event description:
It was reported that this patient experienced multiple episodes of syncope due to an alleged fracture of this lead. The device was reprogrammed to a non sensing mode and a possible revision was planned. No additional adverse patient effects were reported. This lead remains implanted.